Event description:
I was given deep tissue laser therapy using a light force laser device. Therapy was applied to my left shoulder and left upper arm. Within 20 minutes of treatment, I suffered severe pain in the upper arm area. Within 12 hours a sore appeared on my palm. Within 30 hours of treatment, I experienced blistering on the upper arm all the way to tip and sides of my two middle fingers. My hand became swollen. I lost use of the arm and hand due to the exhibited symptoms. I immediately went to my dermatologist. His diagnosis was shingles triggered by overstimulation of the nerve in the arm. The blistering followed the nerve path to the tips of two middle fingers., as of today, (B)(6), 2024. I am still recovering, and the full extent of the damage done has not been fully evaluated. Light force specifically requires eye protection for anyone present when this laser is in use. No eye protection was offered to me, nor was eye protection. Light force offers no hands-on training to the buyers of their equipment. All training is via web site videos. Light force does not track the training nor do they certify that the technicians who might use the device are certified on the use of this device. They are suffering ocular damage as warned against by the manufacturer in their operating manual. I find dr. (B)(6) who supervised my treatment negligent in her responsibility to train and certify her staff on the use and dangers of operating this device. I find light force negligent in the lack of accounting for the training and certification of operators. I found that light force¿s operating manual is not specific enough to determine the proper level of laser intensity to be used and the duration of treatment that would prevent harm to the patient.